Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The error message was confirmed by corresponding entries in the error log. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, in this case, it is likely that the event occurred due to one or more of the following: 1. Disturbance of the esg-400 by interspersed electromagnetic interference fields (temporary error). 2. The user actuates the foot switch during device startup (temporary error caused by user action). 3. Defective footswitch due to short-circuit in the connector (temporary fault). 4. Defective footswitch due to defective reed contact (temporary fault). 5. Defective cable connection between hvps (printed circuit) board and generator board (temporary or permanent fault). 6. Defective cable connection for the output signal between generator board and relay board (temporary or permanent error). 7. Defective transformer on the generator board (permanent error). 8. Defective current transformer on the generator board (permanent fault). 9. Defective impedance transformer on the generator board (permanent error). 10. Defective peak value rectifier on the generator board (permanent error). 11. Missing control for the output stage of the generator board (permanent error). 12. Too low output voltage due to bad switching of the output stage on the generator board (permanent error). 13. No or too low supply voltage from the hvps board (permanent error). 14. Defective hvps board due to short circuit of the metal-oxide-semiconductor transitor (permanent error). 15. Defective motherboard by short-circuit of the resistor (permanent error). 16. Defective motherboard (permanent error). 17. Defective diodes on the relay board (permanent error). However, a definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the hf unit "esg-400" had an e433 error. The event occurred before the procedure. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. Additional findings were as follows: there was a front panel defect and there were cracks around the sockets and/or at the sites of the front panel. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.